Manufacturer narrative:
The device has not been received to date. Customer emailed olympus technical assistance center (tac) support to troubleshoot. The customer reported a error and no image with multiple scopes. Tac instructed the customer to wipe the connector end of the scope with an alcohol wipe and ended up with the same result. Tac found the customer was trying to use a 190 series scope and leaving the pig tail from the 180 plugged into the cv-190. The customer unplugged the pig tail and the error cleared and customer got an image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e315(unsupported scope error) displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it¿s likely that the device was used with a 180 series scoped cable connected when a 190 series scope was used. Olympus will continue to monitor field performance for this device.